Event description:
In 2009, the lay user/patient in germany contacted lifescan (lfs) to report the one touch vita meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On an unspecified date, the patient obtained the blood glucose reading of 200 mg/dl on the reported meter, and took a dose of novorapid insulin according to this sliding scale. The patient was unable to provide the specific dose of insulin that was taken. One hour later, the patient experienced the symptom of sweating. The patient tested his blood glucose level using his backup meter, the one touch ultra meter, and obtained the reading of 70 mg/dl. The patient administered self-treatment by drinking juice, and felt better afterwards. He did not seek medical attention. The patient claimed the readings obtained on the reported meter were high compared to his backup meter. On an unspecified date, the patient obtained a blood glucose reading of 200 mg/dl on the reported meter, and a reading of 150 mg/dl on the backup meter. Troubleshooting revealed the patient's testing technique was correct and the meter was programmed for the correct unit of measure. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking an insulin dose based on an elevated meter reading, and received treatment with food to alleviate the symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.